Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A customer reported experiencing calibration issues with the handpiece and that the handpiece stopped irrigation with a warning displayed repeatedly during surgery. The case was completed with after exchanging the handpiece. There was no patient impact.

Manufacturer narrative:
No further information was able to be obtained from this customer. However, the handpiece was returned for evaluation. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The handpiece was manufactured on june 13, 2016. Based on qa assessment, the product met specifications at the time of release. The handpiece was received for evaluation. The handpiece was tested and was found to not meet specifications. Although the handpiece was confirmed to be nonconforming, how or when the handpiece became nonconforming remains inconclusive. The manufacturer internal reference number is: (B)(4).